Event description:
It was reported that patient presented to the clinic after feeling a vibratory alert for non-sustained rv oversensing. Upon review, noise was observed on the right ventricular lead. No other anomalies were reported. The patient was scheduled for a lead revision. It is unknown if the procedure has been performed. No further information was provided.